Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process and only indicated that there have not been any deviations, deficiencies or concerns with the reprocessing process. There was no reports of any patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured on november 30, 2023 and on december 4, 2023 results returned had no detections of bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing and testing on november 15, 2023, the evis exera ii duodenovideoscope tested positive on results provided on november 19, 2023 for 100 colony forming units (cfus) of moraxella osloensis. The air/water channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the grip, switch box, up/down knob, right/left knob, scope connector, and the scope connector cover unit are scratched. The adhesive around the light guide lens is peeling, the distal end has residual liquid, and lastly, due to annual inspection, parts must be replaced. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, adhesion of foreign material to light guide lens glue and the distal end was confirmed. Physical damage was not found at the light guide lens glue or the distal end. There were no obvious deviations in reprocessing. The foreign material resembled corrosion product. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.